Event description:
Customer reported that on (B)(6) 2012 at 5:00 am, he received an e-6 message (service code 658) on the display of his adc blood glucose meter (serial no: (B)(4)). He then attempted to test using his other adc blood glucose meter (serial no: (B)(4)) and again received an e-6 message (service code 658) on the display. Customer further reported that due to this he "felt very weak" and experienced "blurred vision". Customer self-presented to a local healthcare facility but did not know if he was diagnosed with anything. However, customer noted he was given two medications, metformin 500 mg. And glipizide 500 mg. That were not previously prescribed. Customer self-treated with an unknown amount of insulin. During troubleshooting with customer service, it was revealed the test strip the customer was attempting to test with expired on june 30, 2011. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The event has been deemed to be use related. The test strips in use expired on june 30, 2011. The e-6 error message is displayed in the presence of expired product. The device was performing as designed; therefore, no further investigation will be conducted. The date of manufacture for serial no: (B)(4) is unknown.